Manufacturer narrative:
(B)(4) the complainant indicated that the device is not available for evaluation. The post market surveillance department in the process of reviewing medical records. The plant investigation is in process. A supplemental MDR will be submitted upon the completion of these activities.

Event description:
An outpatient chronic hemodialysis facility's registered nurse (rn) reported the end stage renal disease (esrd) patient had complaints of intermittent itching. The physician ordered the dialyzer to be changed from optiflux f160nre to optiflux f160nr in an attempt to isolate the cause. On (B)(6) 2016, the dialyzer was changed; however, the patient was still reporting itching intermittently with the optiflux nr. Follow up with the rn revealed the following information taken from verbal reports and medical records to date. The patient's report of itching was first documented in (B)(6) 2015. She was dialyzing on the optiflux 160nre dialyzer at the time and had been using this same type of dialyzer since 2009. Several interventions to alleviate the itching were attempted including: rinsing the dialyzer with 1 liter(l) of normal saline solution prior to treatment, giving her hecterol medication towards the end of the treatment, oral benadryl administration (which made the patient anxious and "jittery"), and finally, changing the dialyzer to the optiflux f160nr without effect. It was reported the patient saw an allergist who prescribed an oral medication, cetirizine, which the patient reports helped a little. The rn did not have documentation regarding any diagnosis made by the allergist. The itching caused the patient to end her treatments early a few times. There were no signs or symptoms of anaphylaxis and hospitalization was not necessary. The patient is continuing on hemodialysis using the optiflux f160nr. No sample is available for return, it was discarded. Upon follow up, the rn reported the healthcare team does not believe the itching to be related to the dialyzer since the patient is still reporting itching. They are now attempting to rule out the patient's medications as the cause.

Manufacturer narrative:
A clinical investigation was performed which revealed the following: medical records did not contain the dialysis treatment records, medication records or physician orders for itching event. It appears the patient¿s itching during hemodialysis started approximately (B)(6) 2015. The patient¿s episodes of itching are intermittent and there were numerous occasions of weeks or months where the patient experienced no itching, at all. Staff attempted many interventions to prevent itching to determine the cause of itching without success. They changed from the optiflux 160nre to the optiflux 160nr which was not effective. There was no documentation in the medical record that indicated a non-fresenius dialyzer was used or effective in preventing the itching. Considering the numerous times the patient received hemodialysis without itching or any adverse event, a conclusion to whether the dialyzer was a causal contributor to the patient¿s itching cannot be made. There was no documentation in the medical record that makes any indication that there is a causal relationship between the optiflux 160nre dialyzer and the itching episode. There was no documentation in the medical record that determines the actual cause of the patient¿s itching. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification and pyrogen testing.